Event description:
The customer called because he could not exit the prime mode on the insulin pump. The customer was practicing using the insulin pump prior to formal training. The customer stated that he had run out of saline to fill the reservoir with, so he was going to use insulin. The customer was advised to not fill the reservoir with insulin. The customer was also advised that using the insulin pump with insulin without completing training could greatly affect his blood glucose. During the phone call, the customer fell down and began shaking. Paramedics were called to assist the customer. The customer's blood glucose reading was 27 mg/dl. The customer later called back and stated that he had been hospitalized due to a hypoglycemic seizure. The customer stated that when he was practicing with the insulin pump, he primed it with insulin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.